Event description:
A report was received via social media that the patients device was causing more pain and severe headache. The patient underwent an explant procedure. No further information could be obtained.